Manufacturer narrative:
Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. (B)(4).

Event description:
Pentax medical was made aware of an event that occurred at a facility in the united states. The reported complaint received on 17-apr-2018 of a "fwd water jet blocked-part stuck in jet channel", involving the pentax medical video gastroscope, model eg29-i10, serial number (B)(4). On 25apr2018,11jun2018, 25jun2018 and 28jun2018, pentax medical complaints team sent multiple good faith efforts to inquire on the circumstance of when the event occurred. No response was received from the user facility. The endoscope was returned to pentax medical on 19apr2018 for further evaluation where the inspector confirmed that that there was a broken accessory stuck in the water jet port. On 06-nov-2020, a device history record(DHR) review for model eg-2990i, serial number (B)(4) was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 11-jul-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The gastroscope was repaired and returned to the user on (B)(6) 2020.